Event description:
It was reported that when the patient first turned on her home protection system she noticed she had increased facial movement. She mentioned that this may be expected as the system began to work. She got used to it and then it stopped. The patient later reported that she had no concerns with her device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v635903, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# v657323, implanted: (B)(6) 2012, product type: lead. (B)(4).